Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. The crt-p remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the caller wanted to know what happened if this cardiac resynchronization therapy pacemaker (crt-p) would have entered into safety mode. The crt-p has been explanted at this time. According to the field representative, the device was not in safety core and was explanted for prophylactic reasons. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller wanted to know what happened if this cardiac resynchronization therapy pacemaker (crt-p) would have entered into safety mode. The crt-p has been explanted at this time. According to the field representative, the device was not in safety core, was explanted for prophylactic reasons and has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned crt-p was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.